Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the prior programming changes were made. At a subsequent follow up, post-paced t-wave oversensing was observed on a non-sustained lead noise stored egm. Programming changes were made.

Event description:
It was reported via merlin.net transmission non-sustained lead noise due to post-paced t-wave oversensing. Patient was asymptomatic. Oversensing was noted on a stored egm. Reprogramming changes were recommended. Device remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that post-paced t wave oversensing is still being observed. Programming changes were recommended.